Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the implant does not and has not charged to full since implant. The implant does not charge until full. The indication for use was spinal pain. No patient symptoms reported. If additional information is received a follow-up report will be sent.